Event description:
It was reported that the sales rep was demoing the aviator plate for a surgeon. The surgeon accidently passed the screw through the plate, after it was noticed that the ring was not fully closed.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the returned reflex-hybrid 1 level acp was confirmed to have a deformed locking ring. A manufacturing record review was performed and the manufacturing issues identified were not relevant to the reported event. This event occurred during a demonstration and no delay or adverse consequences to the patient was reported. The likely cause of the deformation of the locking ring was improper alignment of the revision screwdriver while attempting to remove the screw. This would be caused by the device not being attached to a stationary body (held with hands rather than against patient anatomy) so aligning the revision screwdriver would be difficult in this case. When the revision screwdriver is not held at the same trajectory as the screw, it would be difficult to thread in the inner shaft draw rod, which expands the distal tip of the revision driver causing the locking ring to expand to allow for removal of the screw, without damaging the locking ring. Conclusion: the likely cause of the deformation of the locking ring was improper alignment of the revision screwdriver while attempting to remove the screw. However, the exact cause cannot be determined and is likely multifactorial in nature.

Event description:
It was reported that the sales rep was demoing the aviator plate for a surgeon. The surgeon accidently passed the screw through the plate, after it was noticed that the ring was not fully closed.